Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported blank display and a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer did not press a button down for 3 minutes or longer. The pump has not been exposed to altitude change. The customer was using the correct battery cap for the pump. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. The pump was exposed to moisture recently. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump was received with intermittent during power up display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test or verify stuck button due to the blank display. Unit was successfully downloaded using thus software. [On adapt, no relevant alarms were noted] however on adapt, confirmed (61) alarm on (B)(6) 2025 07:20:58.000 hour for alarms that may have occurred in the past and line number 232 file number 06 (B)(6) 2025 03:04:11.000 or during a complaint call that might have triggered the reason complaint. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The blank display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Unable to verify stuck button due to intermittent black out display/blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.